Event description:
A hospital in (B)(6) reported that the tube of an bc3780 pediatric oxygen therapy nasal cannula separated from the cannula during use. The hospital has further reported that the cannula was replaced immediately and that there was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint cannula was returned and visually inspected. Results: the cannula tubing was found to be disconnected from the nasal interface, confirming the reported fault. A lot check could not be performed as no lot number was provided. Conclusion: it is possible that the cannula tubing was not bonded to the nasal interface properly or an insufficient amount of bonding agent applied to the cannula during manufacturing. The manufacturer of this device has been notified of this complaint and is conducting their own investigation.

Event description:
A hospital in (B)(6) reported that the tube of an bc3780 pediatric oxygen therapy nasal cannula separated from the cannula during use. The hospital has further reported that the cannula was replaced immediately and that there was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to the manufacturer. We will provide a follow up report upon completion of our report.